Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and under delivery of insulin. Customer's blood glucose values had been in the range of 300mg/dl and above 250mg/dl due to having no delivery alarms. Customer treated by pen. Customer reported that they had contacted their healthcare professional regarding the high blood glucose level. Insulin pump will not be returned for analysis.